Event description:
It was reported that the stent graft did not fully open after deployment within an av graft. Reportedly, the device was advanced without an introducer sheath to resolve a pseudoaneurysm in an access graft in the cephalic vein. Upon deployment, the "feet" of the distal end of the stent graft appeared to be "twisted or tangled" together and did not open. The stent graft migrated, passing the treatment site. A pta balloon was used to post-dilate the distal end, restoring flow through the stent graft. The pseudoaneurysm was left unresolved and the procedure ended without further treatment. Further information received, along with images, demonstrated a possible tip detachment of the delivery sheath that may have been trapped at the distal end of the stent graft after deployment. There is no plan to intervene. There was no report of injury to the patient. The patient will continue to be monitored.

Manufacturer narrative:
A review of the device history records are being reviewed. The sample has been received and is being evaluated. The investigation is currently underway.